Manufacturer narrative:
The manufacturer previously reported the internal battery needed to be replaced due to a "service required" alarm condition. Additional information received from the third party service center confirms the internal battery was not replaced. The internal battery was charged fully to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs to be replaced to address the issue.